Event description:
It was reported that a user paired their freestyle libre 3 plus continuous glucose monitor (cgm) sensor to the manufacturer¿s mobile application instead of to the ilet pump, which resulted in the sensor being in use by another device and unavailable for pump integration. No adverse clinical symptoms reported, and no alerts or alarms. Outcomes included user education and guidance to contact the sensor manufacturer for replacement, with the user planning to pair a new sensor to the pump. User support included troubleshooting and user education regarding correct sensor pairing workflow. Investigation of this case revealed user setup error leading to the sensor being bound to a non-pump device, with no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.

Manufacturer narrative:
Initial.